Event description:
Information received indicates the brake casters continue to ratchet after the brake is locked.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.